Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed multiple episodes of noise reversion due to atrial noise and the lead exhibited low impedance. The patient was asymptomatic and doing fine. The physician elected to take no action at this time and the patient would continue to be monitored.